Event description:
It was reported that, following a mastectomy, 20 ml of drainage were observed in the device, and this was considered normal. The patient subsequently went into shock 2 hours post-op. The patient's ph level dropped to 3 and the pt experienced a 700-800 ml blood loss which required a blood transfusion. The pt recovered, but had developed a hematoma at the drain site. At this time, it was noted that the drain was not functioning. Surgical evacuation of the hematoma was required. Reportedly the drain did not have any involvement in the bleeding.